Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutr-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory with the valve loaded in the capsule and the capsule partially opened. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Visual analysis showed the handle appeared intact. A kink was observed on the nose cone. Delamination was observed along the length of the capsule. The deployment knob appeared to retract and advance the capsule. The tip-retrieval mechanism appeared intact. The trigger moved to fully advance and retracted positions and locked in place when released. The device was returned with the end cap/screw gear snap fit connected. A kink is observed along the proximal end of the inner member shaft near the paddle pockets. Damage was noted along the outflow support. There was damage observed on the threading of the screw gear. The cause of the positioning difficulties and dislodgment event could not be determined via analysis of the device. Conclusion: recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Per the device instructions for use (IFU) ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ a kink was observed on the nose cone and inner member during analysis; however, the description of the event does not indicate that this damage occurred during the reported issue. Nose cone kinks, and inner member kinks, have historically been observed when the device was returned for analysis with no stylet in place, as was observed in this case. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, computed tomography (CT) showed an annulus range of approximately 28.5 mm. Echocardiogram showed an annulus range of approximately 28 mm. Fluoroscopy indicated a good load. A pre-implant dilation was performed using a 24 mm balloon. During the first and second deployment attempts using rapid pacing, the implant depth was too low and the valve was recaptured. During the third deployment attempt without pacing, the valve dislodged. The valve was recaptured for the third time. Three more deployment attempts were made, however the valve position was too low. The system was removed and a non-medtronic valve was implanted. No adverse patient effects were reported.